Manufacturer narrative:
.

Event description:
A report was received that the patient was experiencing difficulty charging with the ipg. It was believed that the ipg might be too deep. The patient underwent a revision procedure. The patient was reportedly doing well post operatively.